Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: saphire, s. Legend, mini trek; guide wire: balance middleweight; inflation device: boston. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. Return of the rx mini trek catheter used in the procedure may have aided in the evaluation. There was no report of any leak in the catheter noted during preparation for use and the catheter was able to be inflated several times, which would suggest that the balloon was not damaged prior to use. Based on the information provided, the anatomy was mildly tortuous and concentric, which may have contributed to the experienced rupture. An interaction with other devices and/or the lesion may have damaged (scratched) and weakened the balloon material, such that the balloon ruptured after several inflations. Additionally, as the balloon ruptured, the balloon material could then have interacted with the anatomy, resulting in the balloon material becoming entrapped and contributing to the difficulties removing the catheter. The patient had surgery where the balloon material was removed with a snare device. It was reported a dissection occurred during the procedure. The reported patient effect of dissection, as listed in the mini trek instructions for use (IFU) is a known adverse event associated with coronary angioplasty procedures. Dissections can be influenced by several factors including, but not limited to, lesion characteristics, procedural technique, and device size selection. A conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. A conclusive cause for the reported balloon rupture and difficulty removing the catheter could not be determined. To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.

Event description:
Subsequent to the initial medwatch additional information was received stating: the mini trek was inflated four times from 8 - 12 atmosphere (atm) and ruptured at 12 atm. The dissection occurred after the balloon rupture.

Event description:
It was reported that during a coronary procedure of a midly tortuous, concentric, de novo mid left anterior descending lesion, after several unsuccessful attempts to cross the lesion with multiple devices, the minitrek balloon was used and crossed the lesion successfully. After multiple inflations the balloon ruptured but removal was difficult. After removing the balloon from the anatomy, it was noted that a portion of the balloon was "trapped" in the lesion. A dissection occurred; due to the limited flow, the patient had surgical repair and the balloon fragment was snared. There was no reported patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). A cine of the procedure was received and reviewed by an abbott clinical specialist. The reviewer noted that guide wires are positioned in the left ascending diagonal (lad) and diagonal. It appears, from the position of balloon markers that two balloons could not cross the lad lesion. A balloon is then positioned across the lad lesion. The balloon disrupts distal flow. Several inflations are performed. With the balloon retracted, there is no flow in the lad beyond the bifurcation. Several markers (unknown devices) are partially advanced into the lad. After these devices are removed, flow is restored to the lad. However, there is a dissection at the lesion site. Also, the stenosis at the ostium of the diagonal is tighter. At this point, all devices and wires are removed. There is flow into the lad and diagonal. However, there is a radiopaque spot that appears in the dissection plane. Attempts are made to reposition a wire in the lad. This is unsuccessful and flow beyond the diagonal is again disrupted. The final images show that the dissection plane has extended. The reviewer concluded that the cine does not capture the balloon rupture and the images cannot confirm that a fragment of the balloon remained in the vessel as the fragment is not radiopaque. The lad and lesion site were significantly calcified which may have contributed to balloon rupture and possible snagging of the balloon material.